Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. As it is unknown if the customer was using android or ios with the libre 2 sensor, d4 - model no. And g4 - PMA/510(k) number has been populated for ios. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with an unknown operating system. The low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced shaking, sweating, and loss of consciousness. The customer required treatment of sugar sachets, sugary drinks, and glucose provided by both third-party and healthcare professional (hcp) for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The low glucose threshold in the alarm settings was set to 100 mg/dl. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarm was successfully activated. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with an unknown operating system. The low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced shaking, sweating, and loss of consciousness. The customer required treatment of sugar sachets, sugary drinks, and glucose provided by both third-party and healthcare professional (hcp) for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.